Manufacturer narrative:
The customer reported that their hospital went through a power surge, after which the central nurse's station (cns) powered back onto a blue screen. Nk ts advised the customer to go through the proper reboot protocols, as well as swapping the hard drives, after which the cns started working as intended. No harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their hospital went through a power surge, after which the central nurse's station (cns) powered back onto a blue screen.

Manufacturer narrative:
Complaint information: on (B)(6) 2020, customer at (B)(6) hospital reported blue screen on cns after hospital went through a power surge previous night on pu-621ra with serial#: (B)(6). Investigation summary: root cause of the issue could not be identified as the issue was resolved by rebooting the system. Warranty of the device is valid still 06/26/2020. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: low. Additional model information: the following field contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical products. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that their hospital went through a power surge, after which the central nurse's station (cns) powered back onto a blue screen.